Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a g7 cgm; the user confirmed elevated glucose with a fingerstick of 367 mg/dl and reported no infusion set leaks, no delivery interruptions, and no device alarms, after having recently treated a low and then remaining elevated. Symptoms included high blood glucose. Outcomes included return to target range after supply change and continued monitoring. Investigation included telephone troubleshooting and user education, including a guided full set and supply change, and follow-up verification of glucose improvement. Investigation of this case revealed no device alarms, no confirmed occlusions, and no confirmed hardware or component malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.